Event description:
It was reported that the patient presented to the emergency department with difficulty breathing. A remote transmission of the device was done and indicated episodes with invalid data and that an atrial lead position check had failed. The atrial lead measurements appeared to be within range; however, episodes of possible far field r-wave (ffrw) were noted. The device and atrial lead remain inuse. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).